Manufacturer narrative:
Updated section b4 (date of this report), b5 (describe event or problem), d9 (device availability), g3 (date received by manufacturer), h3 (device evaluated by manufacturer), h6 (device code) and h6 (type of investigation). H3: product evaluation: the device was returned for evaluation. Customer report of thrombosis was unable to be confirmed. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 2 at the inflow aspect and approximately 3mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at both the inflow and outflow aspects. X-ray demonstrated wireform intact. Multiple sutures remained attached around the sewing ring. No other visible inconsistencies were observed on the valve. Lab findings were aligned to the customer photo.

Event description:
Per the report received from taiwan, edwards received notification that a foreign material was observed under this 25mm inspiris resilia valve after three (3) years and two (2) months of implant duration. As reported, this was observed while replacing the mitral valve (non-edwards device). Reportedly, this might have been a thrombosis. The inspiris valve leaflets were normal. The aortic valve was removed an replaced with another valve of the same model. The patient was noted as to be discharged. Per product evaluation findings, moderate host tissue overgrowth was observed.

Manufacturer narrative:
Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (component code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: bioprosthetic valve thrombosis (bpvt) is the formation of blood clots on the valve, resulting in dysfunction that is potentially life-threatening. It is often diagnosed early post-operation but can occur at any time. Bpvt is a significant cause of valve failure, presenting either clinically with clear symptoms or subclinically without noticeable symptoms but still affecting valve function. The risk factors for bpvt include patient-specific conditions such as renal insufficiency, cancer, obesity, diabetes mellitus, smoking, the use of oral contraceptives, genetic defects, subtherapeutic anticoagulation, and autoimmune conditions such as antiphospholipid syndrome (aps) and systemic lupus erythematosus (sle). Thrombosis is a complex process influenced by the interaction between the patient and the device, as well as procedural factors such as valve size, implantation techniques, or interactions with other devices used during open-heart surgeries. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A DHR review was performed, and no related manufacturing nonconformances were identified. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. The most likely cause is patient factors. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from taiwan, edwards received notification that a foreign material compatible with valve thrombosis was observed under this 25mm inspiris resilia valve after three (3) years and two (2) months of implant duration. As reported, the leaflets of the aortic valve were normal. Reportedly, this was observed while replacing the mitral native valve so the aortic bioprosthetic valve was removed an replaced concomitantly.